Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that patient's niece reportedly found them in respiratory distress; emergency medical services (ems) was called and there was reportedly a prolonged intubation. At some point during transport, the patient had respiratory arrest and then was intubated. The amount of downtime was unknown. In the emergency department, the patient was found to have suffered multifocal acute/subacute ischemic strokes. In the bilateral middle cerebral artery (mca) and posterior cerebral artery (pca), territories (l>r). The etiology was most likely watershed strokes in the setting of hypoperfusion. There was no compelling evidence of a cardioembolic source was ever found. The hospitalization was also complicated by right lower lobe pneumonia, likely aspiration. They patient had a prolonged hospitalization during which time goals of care were discussed frequently. Their physical stability improved, however neurologic improvement was very slow and at the best patient was unable to move their right extremities, to eat, to drink, and to speak other than to answer yes or no. Intermittently, they would say their name or their niece's name. At no time, their neurologic status improved. Due to the ongoing need for tube feedings, the patient had a percutaneous endoscopic gastrostomy (peg) tube placed. Their code status was changed to do-not-resuscitate (dnr), but goals of care continued to be restorative treatment. The patient was discharged to a skilled nursing facility where they later passed away. The death was not considered to be device related. The device operated as expected.

Event description:
It was reported that the patient passed away.

Manufacturer narrative:
A3 and a4: patient gender and weight are unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.